Manufacturer narrative:
On (B)(6) 2021 the customer alleged rewind and motor error alarm . Pump passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. Pump received with cracked belt clip slot, broken battery tube threads, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. No unexpected rewind anomalies noted. No motor error alarm noted. Motor passed motor test. (Not confirmed). (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump had motor error. Customer was able to clear error and rewind insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.